Event description:
On (B)(6) 1999, the patient underwent placement of a greenfield vena cava filter. On (B)(6) 2019 computed tomography (CT) scan revealed migration and mesenteric perforation. The tip of the filter was seen at the level of t11-t12 disc space within the upper to mid portion of the liver (high). There was perforation by filter leg which extends up to 5mm beyond wall of inferior vena cava (ivc).

Event description:
On (B)(6) 1999, the patient underwent placement of a greenfield vena cava filter. On (B)(6) 2019 computed tomography (CT) scan revealed migration and mesenteric perforation. The tip of the filter was seen at the level of t11-t12 disc space within the upper to mid portion of the liver (high). There was perforation by filter leg which extends up to 5mm beyond wall of inferior vena cava (ivc).